Manufacturer narrative:
The device was discarded by the user facility and will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause could be attributed to the operator¿s technique. The instruction manual for use gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a laparoscopic tubal sterilization procedure, the device deployed/misfired and the fallopian tube was torn. A monopolar cautery was then performed. No excessive bleeding reported. The procedure was completed using a different device.